Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Company representative reported on behalf of a healthcare professional that one syringe of juvéderm ultra¿ xc had the product ¿shot out.¿ the syringe ¿just exploded. Like the casing of the needle or something.¿ patient contact was made. There were no injuries. The needle from the package was used.

Event description:
Company representative reported on behalf of a healthcare professional that one syringe of juvéderm ultra¿ xc had the product ¿shot out.¿ the syringe ¿just exploded. Like the casing of the needle or something.¿ patient contact was made. There were no injuries. The needle from the package was used.

Manufacturer narrative:
Lab analysis of the device found no defect.